Manufacturer narrative:
Section a4: unknown/ not provided section d4: lot#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown, as the lot number of the device was not provided. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. Section h6: health effect - clinical code (4581) - flap cut issues the patient interface was not available for return: therefore, a failure analysis of the compliant device cannot be completed. Device history record, complaint trending, and risk documentation for this device could be not be performed as the lot number was unknown. If any further relevant information is received that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10

Event description:
It was reported that during the first case of the day, there was an incomplete flap on the first eye of the first patient. The treatment was completed with the elita and when doctor went to lift the flap of the right eye (od), he instantly could tell a partial flap was created and what appears to be a suction loss during the treatment and the eye moved and meniscus was present. Looking back at the images from the elita report, the first image appeared to be stable, with meniscus outside the 10mm white overlay. The picture at the completion showed a large amount of meniscus and the eye appears to be shifted. At no time did the system indicate a loss in vacuum. There was some vertical movement detected prior to the ¿treat¿ button being selected, but the eye was stable. Doctor aborted the flap lift and plans to have the patient return in a month to do photorefractive keratectomy (prk) of this eye. The left eye (os) lifted with no issues and treatment was completed.